Event description:
The customer reported a leak on top of the tubes of the coulter act diff 2 analyzer. The instrument was also generating vacuum errors when the leak was noticed. The volume of the leak was 2 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 5/21/2015. The fse found that solenoid valve lv8 was not working properly. The fse replaced the valve, which repaired the leak. The repairs were verified per established procedures. (B)(6).